Event description:
The device was used during a breast biopsy procedure. Reportedly, the product produced shavings in the breast tissue. The surgeon was unable to remove the shavings and reported no pt injury.